Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensing had been fluctuating over the years and was now low. Impedance was good but it was decided to replace the lead. Patient condition was good before and after the procedure.